Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced bacterial peritonitis. The peritonitis was manifested by abdominal pain. The pt was not hospitalized for the event. On an unknown date within the same month as onset, the pt began treatment with ancef, ip-intraperitoneally (1 gram, daily) for peritonitis. At the time of this report, antibiotic treatment was ongoing. The cause of the peritonitis was unknown and the pt was not re-trained in proper aseptic technique for pd therapy. At the time of this report, the pt was recovering from the peritonitis and dianeal therapy was ongoing. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore, they were provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number h13d25038 and h13h20055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4)

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.